Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 4/12/2023 . Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the lens inside of the cartridge and overridden by the plunger rod. The cartridge tip could be observed to be bent, in a way consistent with a handpiece that was dropped. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the observed or complaint issues. The lens was removed from the cartridge and cleaned, revealing fold marks, consistent with a lens that was overridden. Conclusion: the complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ information not provided. Section b3: date of event: unknown, not provided. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was explanted. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the dcb00 intraocular lens was damaged while loading. No other information is available.